Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal soreness and cloudy effluent. The same day the patient was treated with intraperitoneal (ip) vancomycin every 3 days (dose not reported). The cause of the peritonitis was unknown. The patient was discharged 7 days after admission. Treatment with the ip vancomycin was reported as ongoing. At the time of this report the outcome of peritonitis event was ongoing and improved. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).